Event description:
Related manufacturer report number: 2017865-2022-16356 it was reported that a patient presented to clinic for pacemaker replacement due to elective replacement indicator (eri). Device interrogation revealed oversensing noise on the atrial lead. During the procedure, the physician noticed insulation breach on both the atrial and right ventricular (rv) leads. The physician elected to cap and replace the atrial and rv leads on (B)(6) 2022. There were no patient consequences. Accent dr pm